Manufacturer narrative:
(B)(4) date sent to FDA: 07/12/2016. (B)(4). Additional information was requested and the following was obtained: the patient demographic information: (B)(6), female, (B)(6). Product code and lot number? Unknown. What is the patients current status? Patient is fine. Were cultures performed? Results? Yes. Unknown but pathology was involved. What medical intervention was performed? Results? Patient was hospitalized and had mesh removed post-op day 4 or 5 from original surgery. Patient is now doing fine. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted with no concomitant procedures. The patient noted pain in the groin immediately post op. The patient was discharged post op day 0. The patient returned to ER post op day 1 with increased pain and cellulitis. She eventually had the mesh surgically removed post op day 3 or 4. The surgeon sent the mesh to pathology and it was determined the patient had developed skin and deep/soft tissue infection and became septic. The patient is currently doing fine. Additional information has been requested.